Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "intense throbbing," pain, "vessels started to dilate," discomfort, inflammation, bulging. Tenderness, mildly bruised, swelling and "slight greenish" area are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, inflammation, skin irritation, pain, ecchymosis and skin discoloration: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Haematomas. Staining or discolouration of the injection site."

Event description:
Healthcare professional reported a patient having an injection with juvederm ultra xc in the area "about right brow." Patient reported "intense throbbing" on the "right side above eyebrow" that became "quite painful" after the injection. The "right temple" was assessed after the injection where "vessels started to dilate" and the patient also noted "throbbing and discomfort in this area." The patient was treated with hyalase and noted "instant relief, pain decreased, visible vein relief." The patient was reviewed the following day to have "omnilux light therapy." The patient's "skin presents less inflamed, veins less bulging, but a little pronounced (much less than yesterday)." Patient noted "tenderness to the touch, and especially in injection sites." Physician noted it being "mildly bruised" as a result of injecting the patient 5 times in the area and "manual pressing around may have created soft tissue inflammation" with "swelling evident under brow." Patient mentioned sleeping on their right side and "did not sleep upright to alleviate possible swelling the evening of [their injection]." A few days after treatment only a slight greenish/bruise in area/mild tenderness at injection site. Symptoms resolved a few days after that.